Manufacturer narrative:
The last calibration performed on 17-oct-2022 on e 601, serial number: (B)(4) had calibration signals below the expected range for calibrators 1 and 2. The calibration was done 14 weeks ago. Per product labeling: "renewed calibration is recommended as follows: after 12 weeks when using the same reagent lot." Quality control results for control level 1 were not provided. Quality results for control level 2 were within the specified range. The last exchange of the measuring cell was on 08-jun-2021. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ca 19-9 assay on cobas 6000 e 601 modules. The sample was initially tested on e 601, serial number: (B)(4), resulting in an alarm message. The sample was repeated on a second e 601 (serial number: (B)(4) resulting in a ca 19-9 value of 1000 u/ml, accompanied by a data flag. The sample was repeated with a 1:10 dilution on the same analyzer, resulting in a value of 52.74 u/ml. This result was reported outside of the laboratory and questioned by the physician. The sample was then repeated twice on the initial analyzer, resulting in ca 19-9 values of 1000 u/ml, accompanied by a data flag and 9019 u/ml using a 1:10 dilution.